Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had not been able to get any pain relief. It was noted that the lead migrated. The patient underwent an explant procedure. No device malfunction was suspected.